Manufacturer narrative:
(B)(4). Batch #t5c644. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with the manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. A gst45t cartridge reload was received unfired and loaded in the device. The bailout system was reset and then the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: did the device deliver any staples? Yes staple line was correctly formed. Did the device cut? Yes the cut line was complete. Was there any difficulty opening the device? No everything was ok.

Event description:
It was reported that the surgeon was using power echelon for his lobectomy and the device stopped working after 11 activations. They opened another device for the last activation. There were no patient consequences reported, and it's unknown whether the surgery was delayed or successfully completed. It's unknown whether any other medical intervention was required.